Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bb_b7_bh main drawer 6.1 was jammed and unable to open. The customer attempted to recover the drawer; however, the recovery was unsuccessful. Due to the jam, the drawer was failed and cannot be recovered. A reboot of the station was also performed, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open and jammed. A field service engineer (fse) tightened the drawer rails on main drawer 6-1, relocated the loaded pockets to an empty drawer, and tested functionality using the hardware test application (hta) and the medication application. Both tests confirmed the drawer was operating properly. The system functioned as intended after the field service engineer repaired the device.